Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
The products was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, we the technician confirmed that the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the lg connector fluid damage, the control body corroded, the insertion flexible tube crushed, the remote control buttons cut, the u/d and the r/l pulley wires worn out, and the segment steel braid rupture; however, they these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.